Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010045, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010045". The count of complaint is 3 which is equal 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6010045 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 03/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. The sub-assembly. Gluing of tubing of the lot 4k05679 was manufactured according to the work instruction (wi) version 42, manufactured in the machine gluing 8, on 29/oct/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4k05680 was manufactured according to the work instruction (wi) version 42, manufactured in the machine gluing 4-5-8, on 30/oct/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided; physical samples will not be returned. In order to test the product, the reference samples from the lot have been requested, however, the reference samples for the lot 6010045 have already been previously tested in the (B)(4) complaint test report on 21/jun/2025. Investigation process of the complaint was carried out in accordance with: - work instruction (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and - work instruction (wi) guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the codeidd-pmc11.03 no malfunction based on complaint information. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, the thresholds of 3 reportable complaints are met for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hypoglycemia event on (B)(6) 2025.the patient got treated with glucagon. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010045, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal ""6010045". The count of complaint is 3 which is equal 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6010045 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 03/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. The sub-assembly. Gluing of tubing of the lot 4k05679 was manufactured according to the wi version 42, manufactured in the machine gluing 8, on 29/oct/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4k05680 was manufactured according to the wi version 42, manufactured in the machine gluing 4-5-8, on 30/oct/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided; physical samples will not be returned. In order to test the product, the reference samples from the lot have been requested, however, the reference samples for the lot 6010045 have already been previously tested in the complaint (B)(4) complaint test report on 21/jun/2025. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. All test results were within specifications as per the test report (B)(4).pdf attached in this record. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, the thresholds of 3 reportable complaints are met for the lot in question and malfunction code, further actions are required. This complaint requires further CAPA determination assessment.